Event description:
It was reported that the previous right atrial (ra) lead exhibited dislodgement. It was explanted and replaced with a (B)(6) lead. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).